Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11 no decon or visual inspection performed since product was not returned and could not be evaluated. A cvicu nurse, (B)(6), reported a blood detected incident involving a cardiosave iabp. A patient was admitted around 5:00 pm, but the presence of blood in the helium tubing was not identified until 7:00 pm when the device alarmed. The iab catheter was removed at 8:15 pm, during which the balloon ruptured and a portion remained inside the patient. Although the patient remained stable, they required further surgical intervention. (B)(6) documented the event and agreed to preserve both the catheter and the cardiosave unit for service evaluation, and the team discussed appropriate responses when blood is detected in helium tubing. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the likely root cause was a delay in recognizing the presence of blood in the helium tubing, allowing the device to continue operating with a compromised balloon. This delay contributed to the balloon¿s rupture during removal, likely influenced by an incomplete initial equipment assessment or a possible device or catheter failure that allowed blood to enter the helium system. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A cardiosave iabp alarmed for blood in the helium tubing during use, indicating potential patient harm, and it was later learned that blood had reportedly been present since the originating facility. During removal, the balloon catheter fractured, leaving a portion inside the patient that required vascular retrieval, though the patient remained stable throughout. (B)(6) , the rn, secured all catheter components, set the cardiosave unit aside for service, obtained additional details from the initial facility, and requested a biohazard return kit.